Event description:
It was reported that a female patient involved in a post approval study underwent a breast reconstruction surgery with implantation of an undisclosed gel breast implant prosthesis. Post-operatively, the patient was diagnosed with a ruptured right breast implant during an in-office visit with a medical professional. As a result, the patient underwent removal and replacement with a 425cc mentor memorygel breast implant on (B)(6) 2017. Several follow-ups have been conducted, and no additional information has been received. If more information becomes available, mentor will submit a supplemental report accordingly.

Manufacturer narrative:
The complaint device has been discarded. As a result, no product failure analysis can be conducted, and device malfunction cannot be confirmed. Since no lot number was provided, no manufacturing record evaluation could be performed. Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. If certain information is unknown, not available or does not apply, the section/field of the form is left blank. Reason for device explant and/or reoperation: rupture. Manufacturer¿s reference number: (B)(4).